Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was not reported. Troubleshooting was performed. The time was twelve hrs off and the date was incorrect. The customer had five basal rates programmed and this would have affected the customer receiving the basal rates at the correct times. The insulin pump passed the high pressures test, as well as the self-test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.